Event description:
The customer contact reported that during testing at the user facility, the device did not pass the audible alarm volume test at the low range. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device piezo was received. Investigation is no complete. This report represents all the info known by the reporter upon query by hospira personnel.